Manufacturer narrative:
The reported events of helix mechanism issue and failure to sense were confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead found the helix was retracted and clogged with blood and tissue. X-ray examination of the lead found the inner coil in the connector region was over torqued due to procedural damage. Electrical testing of the lead found an internal short due to the over torqued inner coil in the connector region. After cutting the lead, cleaning the distal portion of the lead, and applying torque directly to the inner coil, the helix was able to extend and retract. The measured full helix extension length was within specification. The cause of the reported events was due to the over torqued inner coil in the connector region resulting to internal conductor shorting and the helix and inner coil clogged with blood and tissue.

Event description:
During implant procedure, failure to sense and unspecified helix rotation issues were observed on the right atrial (ra) lead. The event was resolved by replacing the ra lead. The patient was in stable condition.